Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations, that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely, the intermittent image /image loss was caused by physical stress applied to the insertion section, while the user was handling the device. Which, led to the abnormality of the image sensor unit. As a result, the image disappeared temporarily. However, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use), which may help to prevent the issue: important information: please read before use: precautions: caution: turn the video system center on only, when the endoscope connector is connected to the light source. In particular, confirm, that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so, can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning: follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored, during the examination. 3.8: inspection of the endoscopic system: inspection of the endoscopic image. Confirm, that the wli and nbi endoscopic images are normal. 5.1: troubleshooting: if any irregularity is observed, during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. And solve the problem as described in section 5.2: ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair, as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed, while using the endoscope, stop using it immediately. And withdraw the endoscope from the patient as described section 5.3: ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (no image) was not confirmed during testing. However, functional testing showed the image was intermittent. The evaluation found the bending section cover adhesive was peeled; the bending section was cut; the bending section had a cut and was no longer water-tight; the instrument channel was restricted and did not allow for a brush to pass; the bending section showed a collapsed section; and the insertion tube had multiple dents. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera iii bronchovideoscope relayed no image to the monitor. No adverse effects to patient reported.